Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # of each tvt. What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2015 and mesh was implanted. Following the procedure on (B)(6) 2015, the patient developed symptoms of pain with a vaginal mesh erosion. This was then removed via laparotomy and vaginally following mdt with a consultant urologist and urogynaecologist. Additional information has been requested.